Event description:
It was reported that an infection occurred along the tracks of incisions. The system was explanted. The pt recovered without sequela. The symptom of infection was erythema.

Manufacturer narrative:
(B)(4).